Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information received on 22dec2023, that the patient's ldh continued to increase and plasma free hemoglobin started to increase. Bival was restarted. The patient was found in pulseless electrical activity arrest and was unable to be resuscitated. The patient passed away.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed a thrombus formation which could have contributed to elevated lactate dehydrogenase (ldh), elevated plasma-free hemoglobin, and elevated power. A direct correlation between (B)(6) and the patient¿s neurological changes and death could not be conclusively established through this evaluation. The pump was returned assembled with the driveline cut approximately 2¿ from the pump housing, and the distal portion of the driveline was not returned. The sealed inflow conduit was returned attached to the pump inlet port. The apical sewing ring was not returned. Approximately 4.0¿ of the sealed outflow graft was returned attached to the outflow elbow, which was returned attached to the pump outlet port. The sealed outflow graft bend relief and the sealed outflow graft bend relief collar were secured over the outflow graft. Evaluation of the sealed inflow and outflow conduits revealed no evidence of laminated or denatured depositions or thrombus formations. Upon disassembly of the pump body, a ring thrombus was discovered around the inlet bearing cup and ball. It appeared that the thrombus was a single formation before being pulled apart during pump disassembly. The laminated structure of the dark red ring thrombus with areas of denaturation at its edges indicated that it likely formed over an undetermined period of time while (B)(6) was supporting the patient. Although the duration of time that the observed thrombus was present in the pump could not be conclusively determined, it could have contributed to the report of elevated ldh and plasma-free hemoglobin, as well as elevated power/flow, by partially impeding the bloodflow pathway and increasing resistance on the spinning rotor. The submitted log files confirmed transient power/flow elevations. The pump maintained the fixed speed without issue, and no other notable events or alarms were captured. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop. The retrieved data revealed pump power consumption and pressure values that met manufacturing specification. The pump operated as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists device thrombosis, neurologic dysfunction, and death as adverse events that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. This section (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. The IFU provides an explanation of each of the pump parameters, including pump power and flow, in sections 1 and 4 "system monitor". Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 6 (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that following the patient's pump exchange on (B)(6) 2023, they experienced fluctuating flows and neurological changes on (B)(6) 2023. Technical services noted that log file analysis found sporadic elevated pump powers greater than 10 watts on (B)(6) 2023 between 06:58 and 15:32 that appeared to be associated with pi events. After this time the pump power returned to baseline, but slight power elevations were observed from 04dec2023 through 06dec2023 that also appeared to be associated with pi events. The customer reported on (B)(6) 2023 that the cause of the elevated pump powers was identified to be pump thrombosis, but a cause for the neurological changes was not identified. The patient's neuro vitals were monitored, cultures were ordered, and the patient was started on antibiotics. It was further reported on (B)(6) 2023 that the patient was on bivalirudin and had elevated lactate dehydrogenase (ldh) up to 931 iu/l.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.